Event description:
Revision of acetabular cup due to loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Additional devices listed in this report: cat 2030-6540-1, lot mjdtv3, description: 6.5 cancellous bone screw 40mm, cat 2030-6520-1, lot k52mkd, description: 6.5 cancellous bone screw 20mm, cat 6570-0-736, lot 33666201, description: delta v-40 ceramic head 36/+7,5. Unknown accolade stem. Unknown liner. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. An event regarding infection involving a tritanium shell was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received, further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Revision of acetabular cup due to loosening and infection.